Event description:
As reported by the end user in (B)(6), during a procedure, as the technician began to aspirate contrast into the fluid management system, air bubbles were generated the line of the fluid delivery ste between the contrast spike and the manifold. Air was injected into the pt, however, the pt was not harmed. No further medical intervention was required and the pt is doing well.

Manufacturer narrative:
The reported defective device was disposed off by the end user, therefore, no device analysis could be performed. Without receiving product for eval, we are unable to definitively determine a root cause for this incident. A sample of the assembly was built using product from inventory. Multiple attempts were made to duplicate the reported failure and in all cases, no bubbles were noted in the system. The direction for use, which is supplied to the end user with the product, contains a statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. Examine product carefully for entrapped air and fully debubble prior to injection." A review of the device history records was performed and confirmed that the component lots met all material, assembly and performance specs. A review of the navilyst medical november complaint report did not note any adverse trends in the fluid delivery set product family for this failure mode. (B)(4).